Manufacturer narrative:
System components: pump: model- 72404310, lot sn- (B)(4), mfg date- 09/12/2017, exp date- 08/24/2022, gtin- (B)(4). Reservoir: model- 72404161, lot sn- (B)(4), mfg date- 07/17/2017, exp date- 07/17/2022, gtin- (B)(4).

Event description:
It was reported that the patient experienced a replacement of an inflatable penile prosthesis (ipp) device due to unspecified reasons. A patient outcome was not reported. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted. Additional information received that all components were replaced due to an infection. Additional information received that the patient had an infection so the physician decided to treat the infection and perform the revision. The patient outcome was reported to be well.